Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding set. The customer reported loading the flush bag with water and the feed bag with formula. While attempting to prime the lines with nutrition, only water would prime through the lines. The customer reported using the auto prime function, as well as push to prime feature to try and prime lines with formula. The line would only prime with water, not formula, even while holding the manual prime feed button.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A functional evaluation was performed and there were no issues found. The lines were positioned according to the specifications. A quality alert was generated to notify manufacturing personnel. A possible root cause can be due to the operator not using the fixture to assemble the feeding line to the correct port in the valve. A formal corrective and preventative action was opened for this reported issue. This complaint will be used for tracking and trending purposes.